Event description:
During a routine follow-up, a prolonged charge time was observed for the last charge. A capacitor maintenance was performed to verify the extended charge and a prolonged charge was again rec'd. St. Jude medical technical services was contacted and one more capacitor maintenance was performed. The value of the residual capacitor voltage was low and again showed a prolonged charge. The decision was made to explant the ICD.